Event description:
During t2 tibial nail surgery, the surgeon placed the tibial nail into the pt bone. Afterwards, the surgeon tried to insert the proximal locking screw. The drill was contacting the nail when inserting drill. The surgeon tried to tighten the nail holding screw, however, the nail holding screw ran idle and the tip of nail holding screw broke about 5mm from the tip. The surgeon could not remove the broken piece of the nail folding screw. The procedure was completed by using radiolucent drill.

Manufacturer narrative:
Additional information has been requested, and if received, will be reported on a supplemental report.